Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet and contacted support for assistance with changing supplies; therapy was resumed without issues, and no further assistance was required. Symptoms included elevated blood glucose with a reported peak of 314 mg/dl and sustained levels above 180 mg/dl for approximately 4 hours, with device alerts for levels above 300 mg/dl for over 90 minutes. Outcomes included no ketone testing, no use of backup therapy, no professional medical intervention, and no immediate adverse health effects. Investigation included guided troubleshooting and user education. Investigation of this case revealed no device malfunction reported and that the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.